Event description:
It was reported that a user attempted to connect a new libre 3+ sensor to the ilet app after pairing it to the abbott app and was unable to scan with ilet due to the sensor being associated with another device, consistent with a use error and connectivity/pairing limitation of the sensor-device ecosystem. Symptoms included no adverse clinical effects. Outcomes included successful initiation of a replacement sensor on the ilet with normal warmup messaging and user satisfaction. Investigation included customer support troubleshooting and education, device restarts, app force close, and guided re-pairing to the intended device. Investigation of this case revealed that the libre 3+ sensor had been started on a non-ilet application and therefore could not connect to ilet until a new sensor was applied and started on ilet, consistent with product use consistent with labeling and system compatibility constraints. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device incompatibility when a libre 3+ is initiated on another application prior to ilet pairing.